Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they had been experiencing problems for a while. Patient met with a manufacturer representative (rep) a couple weeks ago and the rep went all over the device and the leads and could not find any issues. Patient stated the device will turn off when they say turn off, but some times it turns off randomly. When they change groups if they go from a to b or a to c or b to c it doesn't matter and they will have to increase each program again individually because they were turned off. Patient did not seem to have any pattern why it was doing it. When patient changed groups of device they were holding the controller about a foot away from it and sometimes it worked and other times it did not. Patient had to go into each individual setting and turn the power back on or intensity back on. Patient was concerned about the intensity ramping up when they come to a stop sign or take off from a stop light and they do not drive aggressively at all and they have had the same vehicle since 2016 and they don't change the seat setting or anything like that. The stimulator was for their hip and lower hip area and testicle area on the left side so they did not have the seat set back. Pt reported their therapy had been increasing randomly while driving. This last week it started doing that when they were driving the kaboda had never done that before. However the pt met with their representative who confirmed their were no issues with the internal equipment. Pt additionally noted their controller had been having issues while recharging. The device took longer to charge and it would say charging system needs attention and the little light was blinking yellow like it was supposed to. Patient would get to that point and it said excellent charge and they were sitting on the edge of a chair not leaning back. Then the controller quit charging on them twice altogether and the screen went blank/unres ponsive and they had to take the battery out to get it to turn back on. Before they could get the implanted neurostimulator charged to 100% if they got it to 70% without these problems happening they would have to reset the controller and give it an hour or so to charge. During call patient verified no visual damage to the recharger. Pt attempted to recharge and was able to begin recharging on excellent. A replacement controller was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep could not identify any external/environmental or patient factors that would have been contributing to the reported issues. The rep ran a connection check and impedance check both of which came back normal. Sometimes when they hear of patients complain of stim turning off/on or ramping up/down the rep noticed this can be due to adaptive stimulation settings not being programmed correctly. So the went through and re-programmed all of the patients adaptive stimulation. The resolution was unknown at this time. The information was not confirmed with a physician/account as the issue seemed like more of a tech issue that could potentially be resolved without needing to get the provider involved, as they are very busy individuals.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for spinal pain. The reason for call was patient reported their stimulation occasionally turns off 2 to 3 times a month. Patient would noticed they were not getting pain relief and would have to turn the stimulation back on. Agent redirected patient to their healthcare provider (hcp) to address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.